Event description:
The reporter stated that during a surgical procedure, the surgeon could not fully insert the screws into the pre-drilled holes in the tibia. The screws would not advance. This occurred with three screws. The screws did not break, and revision was not required. Integra has requested additional information from the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.